Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was elevated to 600 mg/dl and the cause was not known. A manual injection of 20 units insulin was administered to address the bg. The customer declined to provide further information regarding the event. Reportedly, customer stated ¿the pump works fine¿ and declined tandem technical support's offer to troubleshoot.